Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle. The sealant was visible through the shuttle cartridge side slit. Upon unsheathing blood was observed on the distal half of the sealant. The advancer tube was found inside the shuttle cartridge which indicated an incomplete engagement of the advancer tube. Shuttle down procedure was simulated and the distal tip of the shuttle cartridge was found over lapping the balloon when advanced to the hard stop (proximal tamp lock). The distal tip of the shuttle cartridge should not pass the balloon proximal bond when advanced to the hard stop. A number of component features were measured that may have contributed to this condition. All measurements were within specs. The shuttle cartridge over lapping the balloon was due to tolerance stack-up. This condition may have contributed to the advancer tube failure to engage the tamp lock. The review of the lhr (lot f1311303) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided info and the investigation performed, the reported failure to deploy incident may have been caused by the shuttle cartridge hitting the balloon and preventing engagement.

Event description:
It was reported by the aci vascular closure specialist that a (B)(6) year old female pt underwent a diagnostic peripheral procedure on (B)(6) 2013. Access was obtained at the common femoral head via a 5f sheath (model unk). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be 6mm. Following the procedure, the physician who is a trained use, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that the physician shuttled down but could not deliver the sealant all the way down to the arteriotomy. The physician deflated the balloon and removed the device from the pt. The physician reinserted the guide wire and sheath. Then, the physician deployed a second mynxgrip vascular closure device 5f successfully. Hemostasis was achieved. The pt was ambulated and discharged to home the same day with no clinical sequela noted.